Event description:
It was reported by the patient five days after implant that they were experiencing chest pain when taking a deep breath. The patient went to the hospital where a CT scan was performed and confirmed that the right ventricular (rv) lead had dislodged and perforated the heart. Further evidence included no rv capture, low pacing impedance, and undersensing. The rv lead was explanted five days later and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.